Manufacturer narrative:
Block b5 has been updated with the additional information received on (B)(6), 2020. Block h6: device problem code 2907 captures the reportable event of the tip of the needle detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that a pulmonary biopsy needle was planned to be used in the respiratory tract during a bronchoscopy procedure performed on (B)(6), 2020. According to the complainant, during preparation, the tip of the needle was detached from the device. The procedure was completed with another pulmonary biopsy needle. There were no patient complications reported as a result of this event. **additional information received (B)(6), 2020** based on the photos received, it was noted that the needle was not detached but instead was damaged and constrained within the sheath.

Event description:
It was reported to boston scientific corporation that a pulmonary biopsy needle was planned to be used in the respiratory tract during a bronchoscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the needle was detached from the device. The procedure was completed with another pulmonary biopsy needle. There were no patient complications reported as a result of this event. **additional information received (B)(6), 2020** based on the photos received, it was noted that the needle was not detached but instead was damaged and constrained within the sheath.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of the tip of the needle detached. Block h10: investigation results analysis of the returned device revealed that the needle was severely bent at the distal section and it was not detached, also the external sheath was not returned but the internal sheath was returned attached to the device. Based on the information available and the analysis performed, the severe bend in the needle was caused by some additional force applied. Since the issue occurred during the set up prior to the procedure, it is likely that handling and manipulation when they tried to release the unit from it's original package or when they tried to test the unit could have contributed to the encountered issues. Therefore, the most probable cause classification is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that a pulmonary biopsy needle was planned to be used in the respiratory tract during a bronchoscopy procedure performed on (B)(6), 2020. According to the complainant, during preparation, the tip of the needle was detached from the device. The procedure was completed with another pulmonary biopsy needle. There were no patient complications reported as a result of this event.